Event description:
Reportedly, the staples were not properly formed at the duodenum resection site. This was the first time that the surgeon used this instrument. According to the surgeon, the staple line was complete and correctly placed at the time of the surgery. Therefore the instruments were not put aside. A re-operation was performed. This is when the staple formation at the duodenum resection site was noted. Procedure: gastrectomy.